Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. A white foreign material was found in the nozzle. From the analysis of ft-ir, the main component was silicon dioxide. Silicon dioxide might have come from antifoaming agent or tap water. Omsc presumed that foreign material was generated by dry residue of tap water or rinsing shortage.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, nozzle clogging (poor air and water supply) occurred frequently. There was no report of patient injury associated with the event. The subject device was returned to omsc for evaluation. On (B)(6) 2021, omsc found that the white foreign material came out from the nozzle. It was reported that the facility performs cleaning and disinfection according to the guidelines (using end fresh, oer-4). In addition, tap water of this facility is supplied from underground well and have a high mineral content. Washing tank of oer-4 becomes whitish when it dries.